Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported a power led (light emitting diode) failure. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem. They also found the "backup alarm failed" diagnostic code in the error log. The service technician replaced the power switch overlay and cpu (central processing unit) board and the reported problems were resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 30jul2020. B4: 31jul2020. D4: UDI# (B)(4). A power switch overlay was returned for analysis. A visual inspection of the returned component was performed; no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, and the product analysis technician reported that the root cause was isolated to power on (green) led being detached from the trace; thus, not making contact on the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09oct2020. B4: 13oct2020. A cpu pcba (central processing unit, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (ls1) being contaminated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.